Manufacturer narrative:
Method section based on evaluation summary attached which supplements previously submitted evaluation summary (B)(4).

Event description:
It was reported that revision surgery had been scheduled due to metallosis.